Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample when tested using vitros troponin I es (tropi es) reagent on a vitros eciq immunodiagnostic system. Based on historical quality control results a vitros tropi es lot 3475 reagent issue is an unlikely contributor to the event. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropies reagent lot 3475. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3475 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Post-service precision testing by an ortho field engineer (fe) indicated that the eciq immunodiagnostic system was performing as expected. However, an instrument issue cannot be completely ruled out as a contributor to the event, as the performance of the instrument was not verified around the time of the event and no pre-service precision testing was performed on the instrument. Therefore, an instrument issue cannot be ruled out as a contributor to the event. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor, despite it being established that the customer was close to following the sample collection device manufacture¿s recommendation for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample,although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros eciq immunodiagnostic system. Patient sample result of 0.814 ng/ml vs. The expected result of less than 0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected vitros tropi es result was not reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4).